Event description:
It was reported that during a robotic hysterectomy procedure, the injection and puncture cannula broke when injecting the round ligament of the uterus. The broken piece was retrieved with a grasper. There was only a slight delay to retrieve the broken piece. There was no consequence to the pt.

Manufacturer narrative:
As of (B)(4) 2010, richard wolf medical instruments has not received the device. We do anticipate receiving the device and will submit a f/u eval.